Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray could be released. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed two defective capacitors on the printed wiring board d115 which is located in the generator a100-g. The capacitance of the capacitors c37 and c38 was far below the nominal value of 47uf. Measurements yielded capacitances of 3uf and 8uf. The low capacitance caused a high current ripple which damaged the circuit board. This caused a short circuit of the intermediate circuit and the corresponding fuses became active and as a result, x-ray imaging was unavailable. The quick wear down of these capacitors is based on aging effects and this kind of failure has a rare occurrence. The d115 board was replaced with a newer version by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.